Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within specifications and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08710 inches. No possible over or under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 510 mg/dl and 395 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with manual syringes. The customer did not mention any symptom related to high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer alleged the insulin pump for under delivery because she tried to do a bolus in the air and there was no insulin coming out. The customer stated that the drive support cap was normal. The customer reported that the insulin pump alarmed no delivery during the high pressure test. The insulin pump will not be returned for analysis.